Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, a dup9463s dupaque xray det sponge was stained and had dirt in the sterile package. The product was not used as it is questioned for integrity in sterility. No patient contact, patient injury, or any delay in surgery. Additional information has been requested.

Manufacturer narrative:
Investigation completed on 08mar2018. The device was not returned for evaluation. As part of integra's investigation, device history record reviewed for the product batch record was reviewed and no deviations or nonconformities were found. In-coming inspection, and final inspection met company specifications and no nonconformities were observed at the time of inspection. The root cause could not be determined. The complaint was forwarded to the vendor for full investigation. As per vendor investigation, the batch record was reviewed and the lot was released without deviations or nonconformities. Vendor has reviewed the manufacturing processes and it met and conformed to the company specification. The retained samples were examined and did not notice any contaminants. No samples were available for examination.